Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable, as it is not a zimmer biomet product. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable, as it is not a zimmer biomet product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown stem, unknown head. Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was operated due to bone fracture. Subsequently the patient was revised due to a fractured screw approximately 1 year later. The preoperative dr showed that the screw was broken, the operation was completed, which had little impact on the patient. Attempts have been made and additional information on the reported event is unavailable at this time.